Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a persistent ¿change cartridge¿unable to proceed¿ condition, issued alert 42 indicating a motor current sense failure, and repeatedly prompted for restart without completing setup; pairing with an iphone remained pending, and a replacement device was arranged. Symptoms included hyperglycemia with a reported maximum glucose of 260 mg/dl without acute complications. Outcomes included temporary disruption of insulin delivery and initiation of subcutaneous insulin pen as backup therapy. Investigation included review of device alerts and remote troubleshooting with attempts to restart and pair for software update. Investigation of this case revealed a motor current sense failure consistent with an insulin delivery mechanism fault, resulting in failure to proceed with normal operation. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin delivery motor current sensing circuitry.